Manufacturer narrative:
Follow-up #1: date of submission 06/07/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/23/2016 with the following findings: a call service 064 alarm was observed in the pump's black box with high force occurring due to an occlusion during prime. The rewind, load, and prime steps were performed successfully. The pump was exercised for 24 hours with no call service alarms duplicated. Unrelated to the initial allegation, the battery compartment was cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was a call service 064 alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.